Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No displacement anomaly noted during testing. Device functioning properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that whenever they do a bolus it times out. The customer's blood glucose level was unknown. The customer stated they are unsure if parameters were entered correctly. Customer reported the food and correction bolus was incorrect. The blood glucose value was entered correctly. Carbohydrates were entered correctly. The device will be returned for analysis.